Manufacturer narrative:
Follow-up #1 08/16/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: there was no visible damage found to the pump. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. The pump was opened and there was no damage noted to the keypad flex or connections. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter stated that the up and down arrow buttons on the keypad were unresponsive and difficult to press. There is no patient impact associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.